Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that gamma nail broke.

Manufacturer narrative:
The evaluation revealed the broken gamma3 nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, dimensional, visual or manufacturing related issues were found. The reported event could be confirmed; the nail was found completely broken in its proximal nail hole. The breakage lines and breakage surfaces indicate that the nail broke due to a fatigue fracture, beginning at lateral; lines of rest were visible, spreading from lateral towards medial. The posterior bridge breakage surface was found smooth; this bridge broke prior to the anterior bridge. The found drill marks within the proximal nail hole had no influence to the nail breakage. Deep bearing points within the proximal nail hole at medial and visible on the distal part of the lag screw indicate that several postoperative loads were applied to the implants. The surgery reports, x-rays and available patient information revealed that the nail broke after a period of approx. 6 months due to a pseudoarthrosis (non-union). Dementia was detected. Furthermore, the fracture was classified as instable, therefore partly weight bearing was directed by the surgeon. If the direction was followed by the patient was unknown. Non-unions, instable fractures, postoperative loads and mental disorders are addressed in the IFU and operative technique as contraindications and adverse effects, that can lead to implant breakages. The evaluation revealed that no manufacturer related issue were found. Based on the given information the case is attributed to patient conditions (non-union). Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. The full investigation report is attached in the conclusion.

Event description:
It was reported that gamma nail broke.